Manufacturer narrative:
H6: investigation summary bd received customer samples and 2 photos for investigation. The photos were reviewed and the indicated failure mode for hemolysis was observed. To further investigate, the customer samples along with retention samples from bd inventory, were evaluated by functional testing and the issue of hemolysis was not observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failure mode of hemolysis, because the defect was not evident in the testing of the complaint lot samples. Evaluation of both retain and control samples tested demonstrated clinically acceptable performance for all visual observations evaluated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode hemolysis. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced hemolysis. This event occurred 15 times with lot 1076045. This event occurred 15 times with lot 1029739. The following information was provided by the initial reporter. The customer stated: hemolisis in 10% of extractions hemolisis in a high percentage of extractions. Tubes completely full and extracted from reservoir by experienced practitioner.

Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1076045. Medical device expiration date: 2022-09-30. Device manufacture date: 2021-03-17. Medical device lot #: 1029739. Medical device expiration date: 2022-07-31. Device manufacture date: 2021-01-29. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced hemolysis. This event occurred 15 times with lot 1076045. This event occurred 15 times with lot 1029739. The following information was provided by the initial reporter. The customer stated: hemolisis in 10% of extractions. Hemolisis in a high percentage of extractions. Tubes completely full and extracted from reservoir by experienced practitioner.